Manufacturer narrative:
This supplemental report is being submitted to provide correction to e4 and additional information from the olympus endoscopy support specialist (ess). The ess further reported that an observation of the user facility's reprocessing practices were performed and no deviations were noted.

Manufacturer narrative:
The manufacturer followed up multiple times with the user facility via telephone and in writing to obtain additional information regarding the reported patient infection but with no results. As part of the investigation, an endoscopy support specialist (ess) visited to the user facility on may 10, 2019 to provide a reprocessing training. The ess completed a clean disinfection and sterilization/care and handling in-service on a tjf-q180v endoscope with the staff. In-service included all cleaning, disinfecting, and sterilization information contained in the instruction manual. Provided repair reduction information. Each attendee performed a return demonstration. The scope was sent to an independent laboratory for microbial testing. The scope was cultured and the test results indicated the scope's air/water channel tested positive for bacillus circulans. The scope was then ethylene oxide (eto) sterilized and returned for a device evaluation. A visual inspection was performed on the received condition. Black spots were found on the instrument channel wall at the distal/bending section side when inspected with a borescope. The instrument channel was inspected further and found scratch marks and kinks inside the channel from the biopsy port and bending section side. The likely cause of the noted damage can be attributed to handling. The suction channel was inspected and there was no evidence of kinks, spots, or foreign material. Additionally, the image was inspected and the image of the scope is normal. The scope passed leak test. The scope¿s instrument history records were reviewed and indicated the scope was purchased on (B)(6) 2018 with no previous repair history. The exact cause of the reported patient infection could not be confirmed. However, as a preventive measure, the reprocessing manual states, ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." If additional information becomes available, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that four scopes may have been in contact either directly or indirectly with a patient that cultured positive with a ¿super bug¿, suspected to be e. Coli. All four scopes that are possibly affected were quarantined and sent to the manufacturer. No additional information was reported. This report is for scope 1 of 4.